Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). Literature : wilson, d.a.j.,dunbar, m.j., richardson, g., henniger, a.(2108). Fixation of a trabecular metal knee arthroplasty component fiveyear results of a prospective randomized study orthopedic proceedings, vol. (94-b), abstract. The device location is unknown. The results of the investigation are as follows: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Insufficient product information.

Event description:
A journal article was retrieved from orthopedic proceedings (2018) that reported a study from london that looked at five year radiostereometric analysis results of nexgen lps tm tibial monoblock component and the nexgen option stemmed cemented component. The study reviewed seventy (70) patients with osteoarthritis. The study population consisted of twenty-five in the trabecular metal group and eighteen in the cemented group. The study noted that at the five-year follow-up the trabecular metal tibial components had significantly higher subsidence compared to the cemented components. No additional information is available at this time.